Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a flat line and noisy signals. The system was configured to alternate. Five inappropriate shocks were also recorded, and a smart pass episode was stored. An electrode fracture was suspected. Subsequently, a revision was performed due to failed shocks. During the procedure, the system exhibited high shock impedances out of range. After removing and reinserting the electrode into the header, the shock impedance measurements were within normal limits. This s-ICD remains in service. No additional adverse patient effects were reported.